Event description:
Log file interrogation revealed speed reductions and pump stops. A phase to phase short was suspected.

Manufacturer narrative:
This event occurred at (B)(6) in bornova, turkey. Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that would have contributed to the reported hazard alarms and pump stop events. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The severed distal end portion (with the controller connector) measuring approximately 35.5" in length, was also returned. The sealed inflow cannula (inlet tube, flex section, inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump¿s outlet port. It was noted that tape was covering a majority of the distal end portion of driveline, covering up multiple tears and missing areas of the outer jacket. The remaining portions of the returned silicone jacket appeared unremarkable. The returned portions of driveline were tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-shield shorts were induced during testing. The driveline was carefully disassembled and the underlying wires of the distal end driveline portion revealed insulation breaches in the green, orange, yellow, and brown wires, at what would be approximately 9" - 10" from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage. If the exposed conductors of two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable, the resulting phase-to-phase short would have resulted in the low speed and pump stop events confirmed in the submitted log file. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a small, denatured thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating; however, it did not appear to have contributed to the reported event. The remaining blood contacting surfaces were free from any adhered depositions or thrombus formations. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the observed thrombus. The relevant sections of the device history records for (B)(6), and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer's reference number: 2916596-2021-01292 (short-to-shield event where the patient was given an ungrounded patient cable). E1: reporter name: (B)(6). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted with pump off alarms on (B)(6) 2023. The patient was provided with an ungrounded patient cable in 2021. The patient was having no alarms on a grounded patient cable and was in the intensive care unit for close follow up. On (B)(6) 2023 the patient underwent a heartmate ii to heartmate ii pump exchange.